Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v003187, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation several weeks prior to this report. It was noted that two years prior to this report, one row of their 8 electrodes stopped working. It was stated that impedances were tested and impedances were >3,000 ohms. It was noted that the patient's entire system was replaced with a new system. It was also noted that after checking the original system, it was determined that the lead was the issue. It was stated that the patient's outcome was alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on february 5, 2020. It was reported that their ins stopped prematurely; there as a loss of therapeutic effect. They reported it stopped no later than (B)(6) 2013, and it was replaced on (B)(6) 2013. No further complications were reported or anticipated.